Manufacturer narrative:
A percuflex plus stent was returned for analysis. A visual evaluation of the returned device found that it was damaged at the proximal end since, the bladder pigtail was found detached. No other anomalies or damages were noted. The complaint was confirmed. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. It is most likely that during procedure the device could have been manipulated, since the failure found is an issue that could have been generated by excessive manipulation of the device by the user, also interaction with other devices might have impacted the integrity of the device during the procedure.therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus stent was used for a percutaneous nephrolithotomy (pcnl) procedure performed in the kidney on (B)(6) 2018 . According to the complainant, during the procedure, the stent was found to be abnormal under the microscope, and immediately taken out of the patient. The stent was found to be broken. The pigtail was reported to be detached. It was also reported that the stent was not broken into pieces, it was found fully separated. The procedure was completed with another percuflex¿ plus stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus stent was used for a percutaneous nephrolithotomy (pcnl) procedure performed in the kidney on (B)(6) 2018. According to the complainant, during the procedure, the stent was found to be abnormal under the microscope, and immediately taken out of the patient. The stent was found to be broken. The pigtail was reported to be detached. It was also reported that the stent was not broken into pieces, it was found fully separated. The procedure was completed with another percuflex¿ plus stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.